Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she keeps getting high blood glucose readings. Customer's blood glucose was 302 mg/dl at the time of the incident. Customer's current blood glucose was 424 mg/dl. Customer gave herself 20 units of insulin by manual injection this morning. Customer stated that the drive support cap appears normal. Customer reported that insulin exited the quick release. Customer was able to remove/change the infusion set at this time. Customer stated that the cannula was bent. Customer declined to troubleshoot due to the bent cannula. Customer will be sent a replacement infusion set and a tubing clamp.